Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the increased intra-peritoneal volume (iipv) was determined to be: insufficient drain - false empty detect and use error, inappropriate bypass of the low drain volume alarm. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed that no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During evaluation, an increased intraperitoneal volume (iipv) event was found in the patient event logs. The drain volume was 3696 milliliters (ml) during cycle 4. The largest prescribed fill volume (lpfv) was 2200 ml. This meets the iipv criteria. No patient injury or medical intervention was reported.